Manufacturer narrative:
D4 (primary UDI number), (lot), and (expiration date) are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during impella support, an ¿air in purge¿ alarm was observed, followed by a failure to prime condition. During troubleshooting, purge flow was not observed during the yellow-to-yellow disconnect step. No kinks in the tubing were identified, and all connections were verified to be secure. Standard troubleshooting steps, including de-airing and removal and reinsertion of the purge cassette, did not resolve the issue. The purge cassette was subsequently replaced. Following replacement, purge flow was restored, and the system was reported to be functioning as expected. The non-functioning purge cassette was retained by the facility for return to the manufacturer for evaluation. No signs or symptoms of patient injury or patient harm were reported in association with this event.